Event description:
Complaint was reported as: the concha neptune is heating to 41 degrees. Product usage when alleged defect was encountered is unk at the time of this report. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.